Event description:
Internal programming history was reviewed and it was noted that there was a faulted system diagnostic test. Programming history was reviewed for the available data from implant date, (B)(6) 2008, to (B)(6) 2012. During this time, three faulted system diagnostic tests were performed. Two of these tests did not affect the patient's programmed settings; however, the test performed on the adjusted date (B)(6) 2009 left the patient with the unintended settings 0/20/500/30/10. These settings were adjusted at the next visit on (B)(6) 2009. No other anomalies were observed. Training was provided to the physician via training on the upgraded software on (B)(4) 2011. Product analysis was performed on the handheld and software on (B)(4) 2011 for a frozen screen error (reported in MFR #: 1644487-2011-00927).

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Patient identifier, corrected data: initial MDR inadvertently listed incorrect patient identifier. Lot #, corrected data: initial MDR inadvertently listed incorrect lot number. Device available for evaluation, corrected data: initial MDR inadvertently listed incorrect information. Name and address, corrected data: initial MDR inadvertently listed incorrect reporter. Labeled for single use, corrected data: initial MDR inadvertently selected incorrect choice. Usage of device, corrected data: initial MDR inadvertently selected incorrect choice.